Event description:
It was reported that balloon rupture occurred. The patient was treated for coronary artery disease for lesion located in a de novo vessel. An 8mm x 3.50mm nc quantum apex balloon catheter was selected for use. However, it was noted that the balloon ruptured before use. The procedure was completed with a non-boston scientific device. No patient complications were reported and the patient condition was stable.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device evaluation by MFR: returned product consisted of an nc quantum apex balloon catheter. The device was microscopically and visually examined. There were numerous kinks to the hypotube and shaft of device. There was blood in the guidewire lumen. The balloon was loosely folded and had an 8mm longitudinal tear at tip transition.

Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The patient was treated for coronary artery disease for lesion located in a de novo vessel. An 8mm x 3.50mm nc quantum apex balloon catheter was selected for use. However, it was noted that the balloon ruptured before use. The procedure was completed with a non-boston scientific device. No patient complications were reported and the patient condition was stable.